Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to aortic valve infection with endocarditis/vegetation and bacteremia. Cultures were taken. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.